Event description:
It was reported that the patient expired. The cause of death or if the death was device related were unknown. Additional information has been requested from the hcp, but was not available as of the date of this report.